Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-13612. The pt ((B)(6)) has two leads. It was reported the pt was not receiving effective stimulation coverage. The pt's physician noted one of the pt's leads had invalid impedances on all contacts. X-rays were ordered for the pt. Follow-up information identified the anchor was protruding from its original position toward the skin surface, and the lead seemed broken near the anchor. The anchor is located under the lead insertion site and it is unk whether the incision is open due to the anchor protruding or not. Additional follow-up pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.